Manufacturer narrative:
Continued: e1- phone number: (B)(6). Continued: e1- fax number: (B)(6). Continued: h6- health effect impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: silicone migration, rupture. Device evaluation: visual analysis of the returned device identified: fold creases and two curved openings. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: two openings crease sharp, wear abrasion and stress marks. Based on the device analysis the final assessment is: two openings crease sharp assessed as fold flaw opening.

Event description:
Healthcare professional reported right side "rupture" and "signal hyperintensity in a ganglia in the right axillary region in sequences for adequate visualization of the silicone corresponding to a probable infiltration due to a history of extracapsular rupture." The device has been explanted.